Manufacturer narrative:
(B)(4). Post primary and pre revision x-rays, device details, operative notes, patient medical history, patient age and activity level and date of primary surgery has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records shall be identified and reviewed.

Event description:
Minihip revision after approximately 8 years due to fracture of the stem.

Event description:
Minihip revision after approximately 8 years due to fracture of the stem. Please note: it has been reported that this patient experienced a fall immediately post op in 2010 which resulted in stem subsidence. Following this, once the stem was stable a revision took place to lengthen the patient by 1.5cm and a +10mm head was implanted.

Manufacturer narrative:
Per -1506 final report. In order to progress with the investigation of this event, the device details, operative notes, patient details, patient medical history and x-rays were requested, however, only op notes and an x-ray could be provided and thus the investigation was very limited. It was reported that following a fall and subsequent stem subsidence, this patient had had a revision prior to the revision for the stem fracture. During this revision, to lengthen the patient, a +10mm head was implanted, which is classed as off label use in the USA due to the corin minihip IFU stating that "the minihip stem should not be used with the modular head components which result in an effective offset greater than +8mm". As the appropriate device details have not been provided the relevant device manufacturing records could not be identified or reviewed. Return of the explanted device was also requested from the patient, however, this has not happened and we have not received a response from the patient. Based on the above, no further investigation can be conducted and it has been concluded that off label use with an extended head probably put force on a potentially compromised stem neck from the fall experienced by the patient post primary and most likely led to the fracture of the stem and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.